Event description:
The following was reported to gore on (B)(6) 2024 from the viedoc study database: on (B)(6) 2014, this 82 -year-old patient underwent a procedure in which a gore® propaten® vascular graft was placed for peripheral artery disease of the right leg. There were no adverse events during this procedure. On (B)(6) 2014 it was noted that this patient underwent an open repair for occlusion. No other information is provided. On (B)(6) 2014 it was noted the patient had an occlusion of the right femoropopliteal bk [below the knee] bypass and the bk popliteal bypass. No treatment was required for this occlusion. On (B)(6) 2014 this patient underwent a right thigh amputation which resulted in hospitalization. The patient recovered without sequelae.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the associated subject/study number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code ¿other¿ was selected as whereabouts of the device is unknown (information was requested). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
According to gore® propaten® vascular graft instructions for use (IFU), complications which may occur in conjunction with the use of any vascular prosthesis and/or vascular or related procedures include but are not limited to: partial or complete occlusion. The study database indicates the patient had pad, meaning patient's prior health condition may be relevant to this incident. Emdr section h6 codes updated to reflect results of investigation.

Event description:
The following was reported to gore on april 12, 2024, from the viedoc study database: on (B)(6) 2014, this 82-year-old patient underwent a procedure in which a gore® propaten® vascular graft was placed for peripheral artery disease of the right leg. No adverse events were reported during this procedure. On (B)(6) 2014, it was noted that this patient underwent an open repair for occlusion. Thrombectomy within the graft and at the proximal anastomosis was performed on same day ((B)(6) 2014). Graft patency was restored at the end of the procedure.